Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years, seven months and eight days after the implant of this transcatheter bioprosthetic pulmonary valve, which was implanted in the mitral position, the valve was replaced for an unknown reason. No additional adverse patient effects were reported.